Event description:
On april 19th 2001 the hospital mailed a copy of their medwatch form, (received on 4/24/01). Described event was, patient found unresponsive. Full code called. Resuscitation effort unsuccessful.